Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, with a documented glucose low of 47 mg/dl, and elected to discontinue therapy and return to a prior pump for greater perceived control. Symptoms included sweating and feeling nervous. Outcomes included self-treatment with oral glucose tablets and apple juice, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with review of use and alerts. Investigation of this case revealed no confirmed device malfunction, and the device continued to alert for low glucose as expected. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.